Event description:
It was reported that the patient didn¿t think their device was working, because all of the sudden they hadn¿t felt the stimulation sensation in a couple of days. It might be working real mild, but it was not the stimulation sensation they normally felt and they had pain in their stomach down near the bladder area. Sometimes the pain occurred after the patient ate or drank and they didn¿t know if it was emptying their bladder. This started in the last 3 or 4 days. The patient had not messed with their settings since implant. The patient was not able to successfully sync their patient programmer with the implantable neurostimulator (ins). The patient continued to see the poor communication screen. The patient would ask their spouse for assistance with the programmer when they got home. There were no changes to the ins site, no swelling, no redness, and no warmth. The patient had no falls or trauma and they had gained some weight. It was later reported that the patient received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. The patient had an appointment on (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0hzgl, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).